Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one reload. The event report alleges the product was used in a surgical procedure. The visual inspection of the returned product noted the reload had a full complement of staples. The proximal end of the adapter was fractured. Pmv performed functional testing which included functional testing of the loading unit/reload could not be performed due to the damage to the adapter and articulation rod. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the damaged reload adapter may occur due to over flexure of the reload while attached to the instrument. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during a laparoscopic video assisted thoracoscopic procedure, the instrument was not tested prior to being passed to the surgeon and when he attempted to fire the stapler; the handle of the device could not be squeezed. To complete the procedure, another handle was used. No patient injury or extension in surgical time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.